Event description:
It was reported that the patient had impaired wound healing. The physician believed that it was not device related but rather due to the patient being active too soon.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.